Event description:
My skin was blistered [blister]. Burned [thermal burn]. Applying the heatwrap on lower rib area [intentional device misuse]. Case description: this is a spontaneous report from a contactable consumer through a pfizer-sponsored program, thermacare.com testimonials. A consumer of unspecified age, ethnicity and gender started to receive thermacare heatwrap (thermacare lower back & hip). Route, dates and indication were unspecified. Relevant medical history and concomitant medications were not reported. The consumer reported slipping on ice and fracturing a lower rib. The pharmacist recommended applying the heatwrap on lower rib area and the consumer followed the directions exactly as suggested. When the consumer took off the wrap, the skin was burned and blistered on an unspecified date. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of thermal burn , blisters, and device misuse as described in this case represent serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. This case meets initial 10day EU/30-day FDA reportability. Case comment: based on the information provided, the events of thermal burn , blisters, and device misuse as described in this case represent serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. This case meets initial 10-day EU/30-day FDA reportability.

Event description:
Event verbatim [preferred term]. Applying the heatwrap on lower rib area [intentional device use issue], the skin was burned and blistered [burns second degree]. Narrative: this is a spontaneous report from a contactable consumer through a pfizer-sponsored program, thermacare.com testimonials. A consumer of unspecified age, and gender started to receive thermacare heatwrap (thermacare lower back & hip) due to fracturing a lower rib. Route, dates were unspecified. Relevant medical history and concomitant medications were not reported. The consumer reported slipping on ice and fracturing a lower rib. The pharmacist recommended applying the heatwrap on lower rib area and the consumer followed the directions exactly as suggested. When the consumer took off the wrap, the skin was burned and blistered on an unspecified date. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. According to product quality complaint group: summary of investigation: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. The sample had not been received by the site. Follow-up (08-apr-2016): follow-up attempts are completed. No further information is expected. Follow up (29apr2020): new information received from a consumer received via product quality complaints included: investigation results.

Manufacturer narrative:
Summary of investigation: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. The sample had not been received by the site.